Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date. During the procedure, the device was not working. It was noticed that the motor coupler was worn compared to a new one. There was no adverse patient consequence reported.

Manufacturer narrative:
Date sent to the FDA: 12/12/2008. Damage to drive connector or coupling - conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.